Manufacturer narrative:
The probable root cause is due to an issue with the axes controller motor (acm) printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to in system logs, the 22023 error was found indicating the gravity compensation is out of range on the insertion axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, all relevant components were further inspected, but no faults could be identified. The complaint regarding arm 4 faulting was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the arm malfunction had nothing to do with the patient. It was never docked or attached to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 4 faulted in the room. The staff opted to abandon usm 4 and continue the procedure with three usms. There were no reports of patient injury.